Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown) on (B)(6) 2016. Surgery to replace the magnet has been completed (date not reported).